Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition but with no available clips remaining. The jaw of the device appeared in alignment, and the clip retainer and push fork were visually acceptable. The locking mechanism was engaged as intended. This device could not be functionally tested due to the lack of clips. The device history record was reviewed and no discrepancies were noted. As there were no remaining clips to function test the device, no conclusion could be drawn as to what may have caused the reported event.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips were defective, would not hold. The issue was noticed immediately. Another device was used to complete the procedure. There was no pt injury. Additional information was requested, but no additional information was available. A supplemental report will be sent if additional information is received.